Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: correction to fields g1: MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip/post code and field h8: usage of device.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that an auriga xl 4007 laser console was used in a percutaneous laser nephroscopy procedure in the left kidney performed on (B)(6), 2020. According to the complainant, during the procedure, it worked until after one hour. Then it showed error 1301 - laser power is too low. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device will be serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an auriga xl 4007 laser console was used in a percutaneous laser nephroscopy procedure in the left kidney performed on (B)(6) 2020. According to the complainant, during the procedure, it worked until after one hour. Then it showed error 1301 - laser power is too low. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.